Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen by the clinic on april 03, 2019 since there was no response to sound with the device since march 16, 2019. There was no redness or swelling at the implant site nor any report of a high fever nor other medical conditions. The device has been explanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was brought into the clinic on (B)(6) 2019 as there was no response to sound with the device since (B)(6) 2019. Re-implantation is planned.